Manufacturer narrative:
The reported event that the system was incorrect could not be duplicated as the product was not available for investigation. It was noted by the stryker representative onsite that a oily substance on the lens caused the reported event. It was reported that after cleaning the camera lenses and instruments the system and instruments functioned properly.

Event description:
It was reported that during a knee procedure, the navigation system was prompting him to make a far larger resection than needed, approximately 25 mm or more inaccurate. The system was restarted and the navigation procedure was successfully completed without any further issues. No adverse consequences or clinically significant delays were reported with this event.